Manufacturer narrative:
An investigation into this issue is currently ongoing once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a ventricular fibrillation (vf). The system did not deliver any therapy which resulted in the patient having to be externally defibrillated with three shocks in an ambulance. The external shocks converted the patient back into sinus rhythm; however, the patient went into a coma while in transit to the hospital. The ICD was interrogated and displayed a code 1004 for the delivery of a shock into a shorted condition and a code 1007 for a charge time exceeded. No interventions were performed and the physician was waiting to see if the patient's condition improves before making any changes to the system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. A review of device memory that a shorted lead condition (code 1004) was recorded on (B)(6) 2016 after a 41 joule shock was attempted. The ICD then attempted to charge to deliver subsequent shocks; however, the charge times all exceeded 30 seconds. The battery status then moved to end of life (eol) due to the long charge times. An x-ray of the ICD revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead condition. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempts caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient died one week later. The ICD was explanted and is going to be returned.